Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Based on the characteristics of the damage it is reasonable to assume that the observed damage resulted from tensile forces applied during the extraction procedure. Additionally, cuts into the insulation were found 19cm distal to the is1 connector pin, which most likely resulted from the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was extracted due to increased threshold and exit block detection approx. 24 months after the implantation. Patient experienced dizziness and loss of consciousness.